Event description:
In the course of inserting the lap disc into the abdominal cavity during a laparoscopic hemicolectomy, the plastic sleeve kept tearing. The device was replaced with another and the procedure continued. The pt suffered no untoward effect.